Event description:
Customer reported that the connection between the inner and outer cannula of a 8cfn tracheostomy tube is not secure. Caller reported that the patient is being ventilated and the loose connection is causing the inner cannula to come out. There was no patient harm reported and the tube was replaced without incident.